Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 200 mg/dl and had trouble bring their levels down. The customer stated that a high temporary basal brought their blood glucose down. The customer stated that they found air bubbles in their reservoir. The customer stated that there were too many bubbles to prime out of the reservoir. As a result, the customer decided to change their reservoir. The customer stated that there were not bent cannulas but the canula did look like it was at an angle. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.